Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom fails downstream occlusion' was verified through a review of the event history log but was not reproduced during evaluation. Evaluation revealed that the cause was a failed downstream tubing guide which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "failed downstream occlusions". There was no patient involvement. No additional information is available